Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The photographs were reviewed, and it was noted that a flexicap overpouch was torn. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sterile packaging of an unspecified quantity of peritoneal dialysis (pd) flexicaps were damaged/torn. The damage was further described as a, ¿big hole on the side and have been pierced¿. This was observed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.